Event description:
The customer reported that the ventilator alarmed and went vent inop during operation. There was no patient harm reported. Review of the device diagnostic log history noted an occurrence of a +5v and/or +-12/24 volt power failure. The manufacturers field service engineer replaced the sensor pcb board to address the reported problem. Performance verification testing was completed and tests passed to operating specifications.